Event description:
It was reported that the platform worked for a few minutes, displayed battery error and shut down. It is unknown which user advisory was displayed. Another battery was tried with the same result. Customer reverted to manual CPR. Customer indicated that the patient was ok. Customer believes that the batteries have been cycled 32 to 33 times and that they are 1 1/2 years old. Customer is not sure whether the platform will be returned to zoll until they perform further investigation. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.